Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. Update 01/30/15 - disc 209 pfs and medical records received. Pfs identified patient dor, dob, height and weight. There is no new additional information that would affect the existing MDR decision. Update ad 17 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheet record. In addition to what were previously alleged, ppf alleges infection. Updated patient's initial. Added lawyer, surgeon, hospital, product details, new ip's and patient harm. Doi: (B)(6) 2002. Dor: (B)(6) 2003, (left hip).